Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump sustained cracks on the housing of the insulin pump near the top right corner of the screen. The customer's blood glucose was 426 mg/dl, which was treated with the insulin pump. She did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, scratches on reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.